Event description:
It was reported that the device shifted after release. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and met all release criteria. The physician released the closure device from the core wire of the wds, but after the device was released, it shifted into a nonfunctional orientation. The physician made the decision to percutaneously retrieve and remove the closure device from the patient. The device was successfully removed from the patient and the procedure was continued. A new wds was then used to successfully complete the procedure, and a closure device was implanted in the laa of the patient. The patient did not experience any complications as a result of this event and was discharged.